Event description:
The customer reported that during a colorectal procedure, the jaws of the device could not be re-opened. The surgeon pried the device jaws open in order to remove them. There was no tissue damage or injury to the pt. The surgeon opened another instrument in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.